Event description:
During a laparoscopic tubal ligation procedure, the procedure was completed without any apparent complications. The pt experienced post-op pain and a decrease in hemoglobin and hematocrit levels. A diagnostic laparoscopy was performed and the hemoperitoneum was aspirated. The surgeon reports no evidence of any active intra-abdominal bleeding. One day post-op the pt underwent an exploratory laparotomy and a perforation of the small bowel was observed and attibuted to the trocar used during the initial procedure. A portion of the bowel was resected and a side-to-side anastomosis was performed.